Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that the automated impella controller (aic) appeared to have a bad battery. The battery was not holding a charge and showed a battery error. There was uncertainty of the specific error displayed. The aic was removed from service and returned for evaluation. There was no report or indication of patient involvement.

Manufacturer narrative:
The investigation for the automated impella controller battery issues has been completed. Data logs were reviewed finding that the reported battery error issue was confirmed. There were multiple instances of battery failure alarms (transport connection blown/missing) found. The console was returned and was tested finding that the battery error issue was able to be reproduced. Results of running the batttest on telnet revealed that cell 3 in battery 2 had a voltage that was significantly less than the rest of the cells in the battery. The reported battery error issue was determined to be caused by internal battery cell imbalance (found in cell 3 of battery 2).